Event description:
Device malfunction: unk. Time of malfunction: four hours after vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using a startclose se device attempted arteriotomy closure of a heavily scarred femoral artery after an interventional procedure. Reportedly, four hours after uneventful clip deployment, the access site began to re-bleed. Manual compression was applied for thirty minutes to achieve hemostasis. There were no adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.